Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since september 2023 noticed return of urinary retention and at that time patient tried different programs. Patient said that went to healthcare provider office on friday and they did a post cast and still had 300 cc and healthcare provider suggested that patient contact patient services (ps) for assistance in making an adjustment. Patient also mentioned that has ibs and said that symptoms have been getting worse for the past two months however said has been working with both the urologist and gi doctor to try and clear it all out. Reviewed therapy information and general programming guidance. During the call patient switched programs and increased the setting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. When asked, patient said that healthcare provider directed patient to use a catheter each evening before going to sleep and again after voids in the morning for 24 hours after making an adjustment. Patient was directed to keep healthcare provider updated on their situation and patient said has a follow up appointment with healthcare provider in two weeks.